Manufacturer narrative:
The device was returned to olympus for evaluation and the allegation was confirmed due to a faulty charged couple device (ccd). A kink in the cable was also found. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus support specialist reported a no image issue when customer used the hd autoclavable camera head. This issue was found at reprocessing and no patient harm was reported as a result.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty charged couple device (ccd). The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.